Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to fail intuitive motion. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument exhibited imprecise motion. The instrument failed to move intuitively with full range of motion in all directions on several attempts. The grips opened and closed properly. The instrument was not fully functional and did not follow the master tool manipulator (mtm) commands smoothly. Failure analysis found additional observation(s) related to customer reported complaint: the fenestrated bipolar forceps instrument was found to have multiple input disks cracked. Hairline cracks were found on grip input disks #6 and #7. As a result, the instrument could not operate properly. Additionally, the instrument was found to have thermal damage on the yaw pulley. The instrument grips were manually manipulated, and the instrument passed an electrical continuity test on three of three attempts. The instrument delivered energy without any issues on all three attempts.

Event description:
It was reported that the fenestrated bipolar forceps instrument would not rotate completely and had a slight burn at the tip. No known impact or patient consequence was reported.